Event description:
Pca (patient-controlled analgesia) machine began alarming at 0100 with pca malfunction message and the number 632-0000. There was no harm done to patient. New pca machine requested.